Event description:
Customer reported that compact plus system gave a blood glucose result of 77 mg/dl at a time when she was symptomatic of hypoglycemia. Customer was not treated based on the compact plus result. Emt meter result 25 minutes later was 34 mg/dl, customer treated, transported to hospital for further treatment. A request was made for the return of the system and a replacement was sent.